Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device has been returned to vyaire facility for testing and evaluation. Service technician was not able to verify customer's reported problem "tidal volume and minute volume reading high". Ventilator was tested with a known good ac adapter and known good patient circuit connected. Vent passed 132 hours extended tests at customer's settings without any unusual alarms and conditions. Vent passed troubleshooting final test which includes many alarm and ventilation functions. Service technician serviced the unit for 10k preventive maintenance since it was found that it was already due. The unit passed all the tests after pm and calibration.

Event description:
The customer reported that the tidal volume and minute volume on the ltv is reading high. There is no patient involvement associated with the event.